Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) that was exhibiting failure to capture. Programming changes were made to resolve the issue. The patient was in stable condition.